Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. The user guide states not fill the cartridge with more than 480 units. This can cause a cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received 2 intermittent inaccurate fill estimates after filling the cartridge with 500 units of cold insulin. The customer's blood glucose (bg) level was high (250-350s mg/dl). A bolus via the pump was delivered to address the high bg. The pump supplies were changed. As the events had occurred in the past, tandem technical support was unable to troubleshoot.